Event description:
A two level lumbar fusion was performed in (B)(6) 2010 using interplate screws and plates and synthes peek spacers. The pt experienced pain post-operatively. The interplate and screws were removed from one level in (B)(6) 2011. On x-ray, the plate appears undamaged at the time of revision and no screw failures were reported. The implant assembly does not appear loose radiographically. No implant malfunctions can be identified. The plates were both significantly shorter than the peek spacers in the cephalad - caudal direction. An x-ray taken at the time of revision shows the spacer/plate assembly at the re-operated level is not flush with the anterior surface of the spine. The assembly at the level that was not revised is not as prominent. The explanted devices were not available for analysis. There is no evidence of implant malfunction, but an MDR is being filed because surgical intervention occurred.